Event description:
It was reported that during an open colectomy procedure, the device was fired to the swelling ileum at the 1st firing. It was likely that the knife had not returned completely after firing, so the handle would not open. The moment that the manual override lever was opened, a motor sound was heard and the handle could be opened and closed. An electronic sound was heard, and the device could not be fired at the 2nd firing. There was no effect on the patient. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number: a9783l and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025. D4: batch #a9753y. Corrected data; h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The event described of would not fire, non specific noise and would not reverse knife automatic could not be confirmed as the device fired without any difficulties noted. No abnormal noises were noted during functional testing. Once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a9753y, and no non-conformances were identified.